Event description:
The customer reported that the system is exceeding mag 2 source to image distance.

Manufacturer narrative:
The ge service rep performed a beam alignment, collimator centering, and collimator calibration in accordance with the service manual to ensure that the proper standards were met. The system operates as intended.